Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the nurse gave the doctor a left ventricular (lv) lead with is4 quadripolar packaging description. When implanted the physician realized that the lead was is1 bipolar lead. This was confirmed with another packaging that had the same problem. The description of the external packaging and the internal packaging were not the same. The lead was explanted, and the cardiac resynchronization therapy defibrillator (crt-d) device was implanted without the lv lead. The following day, the patient received correct lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.